Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level due to the issue was 308 mg/dl. The customer contacted tandem for assistance and reported previous instances of the same malfunction. Tandem technical support decided to replace the pump, informed the customer about the need to log into their tandem account for training, and instructed them on steps to follow upon receiving the replacement. The customer understood and acknowledged all instructions, including returning the defective pump within 10 days.